Event description:
It was initially reported by the physician that the patient showed high impedance during diagnostic testing. No additional information was provided. Good faith attempts are in progress to obtain additional information.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.